Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that according to the users, there was strong fluctuating temperature (14-40 degrees). Per follow up information received via email on 29apr2024, device will be repaired in the hospital. No patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that according to users, strongly fluctuating temperatures (14-40 degrees). Per follow up information received via email on 29apr2024, device will be repaired in the hospital. No patient involvement.